Manufacturer narrative:
Results of device eval will be filed in a supplemental report when completed.

Event description:
Guide wire broke during procedure. The doctor did try to remove it but could not, at which point she called her vascular surgeon who advised her to just leave it. Pt was seen on (B)(6) 2010, for a one week follow-up. Sclerotherapy was done to tighten the vein around the wire. Pt was seen on (B)(6) 2010, for a second follow-up. All was fine with no problems reported.